Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent from applied force. The condition likely resulted in the misfiring that was reported by the user. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. It appears that the damage/bent components led to a combination of factors that contributed to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A definitive conclusion cannot be made at this time as to the cause of the component bending/damage. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time.

Event description:
Information as reported by the davol sales rep: it was reported that during a laparoscopic incisional procedure, the optifix fixation device stopped giving more fasteners, it seemed as if the device was empty. Only a few fasteners were deployed at the time of use. The procedure was performed in ipom (intraperitoneal onlay mesh) fashion. There was no patient injury reported as a result of the problem experienced. When the sample was returned, the barrel insert detached during the functional evaluation.